Event description:
It was reported that the patient presented to the hospital due to broken hip. Upon interrogation, inappropriate therapy for svt timeout was observed. The device was reprogrammed and the patient will be monitored. Furthermore, at a later date the patient again received inappropriate shocks due to svt. Programming changes were made. The patient was stable after the event. Device remains implanted.